Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery (ra) using penumbra coil 400s (pc400s). During the procedure, the physician reported that the pc400 would not advance from its initial position within its introducer sheath. The physician attempted to flush the pc400 system, but the pc400 remained stuck in its introducer sheath. The pc400 was therefore removed and was not used in the procedure. The procedure was completed using fourteen addition pc400 coils and three other coils. There was no report of an adverse effect to the patient.